Event description:
Pt's infusion nurse reported that she removed the curlin tubing from its wrapper and it came apart. (Physically broke in half) no harm to patient per nurse. No other information provided. Unknown if patient has missed dose. Unknown if patient has defective product on hand. All known information is contained on this form. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: health professional.